Event description:
It was reported that the patient experienced diabetic ketoacidosis and was taken to the hospital and treated for her condition. The infusion set the patient was using occluded and the infusion device correctly displayed an error message indicating the occlusion. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.